Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional test including pressure test and clear passage test was performed with no issues noted. The sample was connected to a secondary set and primed with sterile water and a leak- air vent was identified. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp extension set leaked from the bottom of the inline filter. The event occurred during a unspecified chemotherapy infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.